Manufacturer narrative:
The deviations identified are not considered to have caused or contributed to the described event (slippage). Due to contamination of the internal components, the openlock mechanism is more difficult to lock than specified, but can still be locked completely. The correct locking of the handle wheel can and should be verified by checking that it is locked correctly in accordance with the IFU specifications. It is also not assumed that the slight deviation in pin force (~ 1%) at the highest of the four measuring points contributed to the slippage. The maintenance interval for the torque screw has been exceeded; the deviation could not have remained undetected during the standard product inspection as part of the annual maintenance specified in the product IFU. Our experience is, that the pinning technique is a major factor in terms of the occurrence probability of slippages. We refer to our corresponding recommendations described the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Distributor informed us on january 9, that one of our products was involved in a case in which the patient sustained a laceration.